Manufacturer narrative:
(B) (4). Eval results and conclusion: further information not available.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. There is no device to return as the aneurx stent graft was implanted on an unk date. It was reported that the patient had bowel ischemia. No additional information was provided. No additional clinical sequelae were reported, and the patient is fine.